Event description:
Related manufacturer reference number: 2017865-2020-12134. New information noted that the right atrial lead was explanted. Further information was requested however, was not provided.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic with syncope. Upon review, it was discovered that the right ventricular lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.